Manufacturer narrative:
The force gauge was zeroed when first removed from the box. When the pump was compressed for the first time, it got stuck at (B)(6). After taking the clamshell apart, the spring and gauge were in the correct orientation. The pushrod could be pulled out but it was tough to do so. Part of the pushrod stem was covered with loctite. When the pump was reassembled, the gauge worked normally. The investigation indicates that an excessive amount of loctite was put on the pushrod stem which caused it to get stuck temporarily during compression.

Event description:
This resqpump was identified during the daily check of the device and not during patient care. The resqpump's red arrow on the force gauge sticks and does not always return to the "zero" position.